Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, foreign material was seen on a x-ray. It was suspected that the material was from the guide wire used during implant. The physician determined that intervention was not necessary. There were no adverse consequences to the patient.